Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the tortuous and mildly calcified vessel. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.